Event description:
54 year old female underwent removal of bilateral breast implants due to painful, hard, firm capsules around her breast prosthesis. During surgery upon entering the right side it was evident that the prosthesis was grossly ruptured as there was silicone gel throughout the entire capsular pocket. A capsulectomy was then performed in order to remove as much silicocne as possible. Pathology report confirmed that the left breast implant was intact but the right had ruptureddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.